Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10 a visual inspection could not be conducted due to the product being lost after being delivered to jacksonville. Lot identification is necessary for review of device history records, lot identification was not provided. A supplier DHR review was not requested because the lot number was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the elevator tip broke during surgery. There were no delays or harm to the patient. A backup was available to complete the surgery. It was reported no further information is available.